Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007 at 7:43 am, the lay-user/patient contacted lifescan (lfs) alleging that the one touch ultramini is giving error 2 messages. The reported issue began on four days earlier. The patient did not have any symptoms after the reported issue began. The patient indicated that he did not take any action in regards to diabetes treatment. However, on one day prior to original date at 7:45 pm, the patient received assistance from the emergency room. The patient obtained a blood glucose reading of "409 mg/dl" on an ER/hospital meter and was given 20 units of 70/30 mix insulin. It would have been helpful to obtain the following information : testing frequency, diabetes medication regimen, blood glucose reading after the reported issue began, reason for hospital stay, diagnose, and time of hospital admittance and discharge. During troubleshooting, the customer care advocate (cca) verified that the test technique was incorrect, and the reported issue was resolved with training. This complaint is being reported because the patient alleged he treated in the hospital with insulin and a blood glucose reading of "409 mg/dl" was obtained after the issue with the meter began. Replacement products were sent to the patient.